Manufacturer narrative:
H11: the device was not returned therefore, a device analysis could not be completed. The event history log showed that two treatments were run in sequence on the two different machines (serial number (B)(6) and serial number (B)(6). In addition, the log showed that the treatments were interrupted by a safety alarm b0916 ¿ general system failure generated by the machine due to failing of the periodical repositioning process for the return pressure sensor procedure. The periodical adjustment of the return pressure sensor is a critical process and if this fails, the prismax triggers a safety error and halts the treatment therefore the device functioned as intended. The review of the pressure reading revealed that the return pressure progressively increased to 350 mmhg at the time of the alarm, caused by the increased blood flow rate along the treatment. Return pressure higher than 350 mmhg are out of the operating range of the pressure sensor and triggerred the safety alarm. The system error reported is a result of persisting violation of a safety rule (the return pressure higher than the admitted limit). The adaptation of the prismax system to the ECMO is the responsibility of the use facility. The facility connected both ends of the prismax extracorporeal circuit to the high-pressure section of the ECMO circuit (i.e. Between the pump and the oxygenator): this caused the basal pressure of the prismax extracorporeal circuit (pmax ec) to be 250 mmhg. They could connect the return end of the pmax ec downstream the oxygenator where the pressure is lower. As per prismax operator's manual, for return pressure the operating range is from -50 to +350 mmhg. The investigation concluded that there is no evidence of malfunction of the prismax system and that the prismax. Other methodologies of connection of the prismax extracorporeal circuit to the ECMO system could resolve the reported inconvenience. The investigation concluded that there isn¿t any evidence of malfunction of the prismax system and that the prismax didn¿t cause or contributed to the reported limited patient¿s blood loss. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on additional information received, the prismax machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ventilated patient on extracorporeal membrane oxygenation (ECMO) therapy was receiving continuous renal replacement therapy (crrt) using a prismax machine. According to the reporter, five crrt treatments were terminated with blood loss on three consecutive days. After each treatment was terminated, the patient received blood transfusions and unspecified medications. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.